Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device uterus/ perforation (uterus)/ coil was embedded/left coil was still missing the whole time"), fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/ right fallopian tube"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general) heavier, long lasting with clots"), sinus operation ("sinus surgery") and deafness ("hearing loss") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), arthralgia ("joint pain"), vulvovaginal discomfort ("irritated"), sciatica ("sciatic pain"), myalgia ("muscle pain") and muscle atrophy ("muscle loss"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes- describe : mood swings"), hot flush ("hormonal changes- describe : hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavier long lasting with clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("severe headaches"), nausea ("nausea / nauseated during cycle"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced cervicitis ("mild cervicitis"). On an unknown date, the patient underwent sinus operation (seriousness criterion medically significant) and experienced deafness (seriousness criterion medically significant), dizziness ("light headed"), acute sinusitis ("acute sinusitis"), tinnitus ("ringing ears"), adnexa uteri pain ("ovary pain") and uterine pain ("uterus pain"). The patient was treated with surgery (surgical removal of coil(s) and total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, sinus operation, deafness, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, feeling abnormal, memory impairment, dizziness, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, acute sinusitis, tinnitus, alopecia, arthralgia, vulvovaginal discomfort, sciatica, myalgia, muscle atrophy, cervicitis and abdominal distension outcome was unknown and the adnexa uteri pain and uterine pain was resolving. The reporter considered abdominal distension, acute sinusitis, adnexa uteri pain, alopecia, arthralgia, cervicitis, deafness, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, muscle atrophy, myalgia, nausea, sciatica, sinus operation, tinnitus, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: surgical removal of coil(s) and total hysterectomy (uterus and cervix removed). Laproscopic rernoval of essure implant diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in 2009: results: perforation (fallopian tube); in 2017: results: found in uterus. Hysterosalpingogram : perforation (fallopian tube), migration of essure device, expulsion of essure device and other (please describe) unable to find left coil. Found in uterus in 2017. Left tube perforated and coil needed to be reinserted. Device embedded in my uterus. I opted for burning instead. On 2009 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received : new events mild cervicitis, bloating were added. Onset date of events updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device uterus/ perforation (uterus)/ coil was embedded"), fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))"), device breakage ("device breakage"), sinus operation ("sinus surgery"), genital haemorrhage ("abnormal bleeding (general)") and deafness ("hearing loss") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavier long lasting with clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("joint pain"), vulvovaginal discomfort ("irritated "), sciatica ("sciatic pain"), myalgia ("muscle pain") and muscle atrophy ("muscle loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), sinus operation (seriousness criterion medically significant), deafness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dizziness ("light headed"), dysmenorrhoea ("dysmenorrhea (cramping)"), acute sinusitis ("acute sinusitis"), tinnitus ("ringing ears"), alopecia ("hair loss"), adnexa uteri pain ("ovary pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laproscopic rernoval of essure implant), surgery (laproscopic rernoval of essure implant) and surgery. Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, sinus operation, genital haemorrhage, deafness, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, feeling abnormal, memory impairment, dizziness, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, acute sinusitis, tinnitus, alopecia, arthralgia, vulvovaginal discomfort, sciatica, myalgia and muscle atrophy outcome was unknown and the adnexa uteri pain and uterine pain was resolving. The reporter considered acute sinusitis, adnexa uteri pain, alopecia, arthralgia, deafness, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, muscle atrophy, myalgia, nausea, sciatica, sinus operation, tinnitus, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in 2009: perforation (fallopian tube); in 2017: found in uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Previous event dislocation was updated to uterine perforation (migration of essure device uterus/ perforation (uterus)/ coil was embedded) with the symptoms of pelvic pain, abdominal pain, back pain and perforation nos was updated to perforation (fallopian tube(s)). Events per pfs: mood swings, hot flashes; abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); migraines, headaches, nausea, brain fog, forgetfulness, light headed, device breakage, dysmenorrhea (cramping), sinus surgery, dyspareunia (painful sexual intercourse), blurred vision, fatigue, weight gain, acute sinusitis, ringing, hearing loss, hair loss, joint pain, irritated, sciatic pain, muscle pain, muscle loss, ovary pain and uterus pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device uterus/ perforation (uterus)/ coil was embedded"), fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))"), device breakage ("device breakage"), sinus operation ("sinus surgery"), genital haemorrhage ("abnormal bleeding (general)") and deafness ("hearing loss") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavier long lasting with clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("joint pain"), vulvovaginal discomfort ("irritated "), sciatica ("sciatic pain"), myalgia ("muscle pain") and muscle atrophy ("muscle loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), sinus operation (seriousness criterion medically significant), deafness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dizziness ("light headed"), dysmenorrhoea ("dysmenorrhea (cramping)"), acute sinusitis ("acute sinusitis"), tinnitus ("ringing ears"), alopecia ("hair loss"), adnexa uteri pain ("ovary pain") and uterine pain ("uterus pain"). The patient was treated with surgery (laproscopic removal of essure implant).essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, sinus operation, genital haemorrhage, deafness, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, feeling abnormal, memory impairment, dizziness, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, acute sinusitis, tinnitus, alopecia, arthralgia, vulvovaginal discomfort, sciatica, myalgia and muscle atrophy outcome was unknown and the adnexa uteri pain and uterine pain was resolving. The reporter considered acute sinusitis, adnexa uteri pain, alopecia, arthralgia, deafness, device breakage, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, muscle atrophy, myalgia, nausea, sciatica, sinus operation, tinnitus, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in 2009: perforation (fallopian tube); in 2017: found in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.